Event description:
It was reported that the patient presented to the hospital with pneumothorax that was believed to have been caused by atrial lead dislodgement. Device check revealed poor atrial sensing and no atrial capture. Pneumothorax was resolved with a chest tube and atrial lead dislodgement was successfully repositioned. The patient was stable post operation.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.